Event description:
Unit shut down while running on external battery and an ac power source unit did alarm power lost. No patient harm indiciate. Unable to duplicate condition at office. Note with unit stated: inadvertent shut-off with alarm. 4 occurances.